Event description:
Medics attached the device to a pt diagnosed in cardiac arrest. During the first three ECG analyses performed, the device advised a shock then allegedly displayed the message "charge removed". After a fourth ECG analysis was performed, a shock was advised and delivered. The pt's outcome was not reported. There were no adverse affects to the pt reported as a result of the alleged malfunction.